Manufacturer narrative:
This is a final report. Complaint involved a training issue hence no product will be returned for investigation.

Event description:
Customer called customer service to request assistance setting-up her adc blood glucose meter. During the call, customer noted that because she did not know how to test she subsequently experienced numbness in her hand that goes all the way to her foot and in her gums. Customer self-presented to her health care provider and was diagnosed with hyperglycemia and a urinary tract infection. Customer was given a prescription for metformin, which was a change to her normal medication regimen. Customer self-treated by taking advil and aspirin. There was no report of death or permanent injury associated with this event.